Event description:
It was reported that during post-op interrogation, the pulse generator exhibited a premature elective replacement indicator and telemetry anomaly. The elective replacement indicator was successfully cleared. The patient was scheduled for a software download to restore telemetry.